Event description:
It was reported via repair work order that the side rails were reported by the customer to be coming apart at the seams. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the side rails were reported by the customer to be coming apart at the seams. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The supplier of the top rail covers was contacted and informed of the alleged issue. The supplier sorted non-conforming top rail covers to resolve the issue.